Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the issue had already been addressed on-site and that the device was functioning normally, as verified by the customer. However, no details were available regarding the individual who performed the repair. The fse proceeded to close the work order based on the customers confirmation that the issue was resolved. The system functioned as intended after the issue was resolved at the customers end.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID scanner was recognizing fingerprint present but timing out when logged in. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID scanner was recognizing fingerprint present but timing out when logged in. There were no adverse events or injuries reported based on this event.